Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 42 mg/dl. Customer fell and had low blood glucose. During troubleshooting for low blood glucose, it was found that the time setting was incorrect. It was also found that insulin pump was exposed to MRI in the hospital. Insulin pump passed displacement test. Customer was advised to monitor insulin pump and to call back should issue persist.